Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve into a previously implanted n on-medtronic surgical valve (23 mm perimount), the deployment starting point was at the bottom of the surgical valve but the first deployment attempt was high and the valve dislodged in the aortic direction. The valve was subsequently recaptured, but then the patient complained about chest pain. Changes on the electrocardiogram-curve with st reduction were observed. The delivery catheter system (dcs) was withdrawn from the patient, and angiography was performed on both the left and right coronaries to exclude an infarction. No infraction was detected. The valve implant procedure was continued, but the patient continued to complain about chest pain, so the procedure was stopped, and the patient was sent to computed tomography (CT) to detect bleeding. No bleeding was detected at first examination. According to the implanting physician, after the procedure, a "small rift" in the left ventricle (lv) was detected. The lv injury/rift also resulted in contrast leakage in the ventricle wall. Per the physician, the exact cause of the lv injury/rift is hard to determine but the dislodgement may have caused tension in the non-medtronic safari guidewire which then perforated the lv. The patient stayed at the hospital for ten days for observation and was then discharged home to await a new transcatheter aortic valve implantation (tavi) procedure. It was also noted that a pre-implant balloon dilatation was not performed at the outset of the tavi procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutfx-26, serial/lot #: (B)(6), ubd: 13-feb-2026, UDI#: (B)(4). Concomitant product: product ID: unknown (non-medtronic safari guidewire); product lot/serial number: unknown; product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.